Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6) e3: occupation: deputy of materials management g4: PMA/510k #¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an ngage nitinol stone extractor would not open and close properly. There were no adverse effects reported to the patient. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a and annex g) event summary as reported, during an unspecified procedure, an ngage nitinol stone extractor would not open and close properly. There were no adverse effects reported to the patient. No further information has been provided. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as, a personnel interview. The complaint device was not returned to cook for investigation. A review of the device history record found no confirmed non-conformances related to the reported failure mode. A review of complaint history records found two other complaints reported for the complaint device lot. Both recorded complaints are related to the current failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU does not provide any information related to the reported issue. Based on the available information, cook has concluded a cause could not be determined. Based on the investigation of the device that was returned MDR report reference number 1820334-2024-00102 from the same lot with the same reported issue, the basket was not functional due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.